Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 8 years 10 months post implant of composix mesh, patient was diagnosed with hernia recurrence and adhesion thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. This emdr represents the mesh - composix (device #2). Additional supplemental emdr's were submitted to represent the mesh - composix (device #1) and ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2003 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with the implant of two composix meshes (device #1 & #2). Per operative notes, ¿patient had 2 incarcerated hernia defects which contained omentum. Two pieces of composix meshes (device #1 & #2) were placed to repair the defects. First piece (device #1) was placed transversely at the level of the umbilicus. Second place was vertical orientation of mesh (device #2) placed basically from the umbilicus down to the pubis.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #3). Per operative notes, ¿dissected the omentum and small bowel off previous mesh (device #1 & #2) placed in the anterior abdominal wall. A piece of ventralight st (device #3) was placed into the abdomen and secured with prolene sutures.¿ (B)(6)2014 - patient presented and performed lysis of adhesions, and these were taken down. Found a small hernia pouch. (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia with previous mesh placement thereby underwent repair with explant of meshes (device #1, #2 & #3) and implant of biologic mesh. Per operative notes, ¿the hernia sac was entered and taken down. Previously placed mesh (device #3) was countered which had known to pull away from the superior margin. Enterolysis with the existing mesh and removal of the mesh (device #3). There appeared to be two separate pieces of meshes (device #1 & #2) were removed. A biologic mesh was then placed.¿ attorney alleges that the patient had abscess, adhesion, bowel removal, infection, mesh shrinkage, mesh migration, pain, hernia recurrence and emotional injuries. It is also alleged that the patent had dissected omentum and small bowel off of the mesh, mesh had folded over, serosal injuries, reanastomosis of the bowel, and mesh pulled away from superior margin.